Manufacturer narrative:
A review of radiographic images shows that films depict a two level peek rod fusion with pedicle screws from l3 to l5. There is a grade one spondylolisthesis at l4/5 and advanced degenerative disc disease at l5/s1. Screw position appears excellent. Subsequent films show the l3 pedicle screws have fractured within both pedicles. This is verified on axial CT scan views of the l3 vertebral body. Screw position appears excellent. No clear reason for the fractured screws is apparent on these studies. History suggests pseudoarthrosis at l3/4 which was aggravated by the recent manual lifting episodes. The single axial CT view does show posterolateral bone, but a single view alone cannot verify or refute the presence of a satisfactory spinal fusion.

Manufacturer narrative:
"Patient shows clear signs of fusion, therefore surgeon decided not to revise at this time. Situation will be monitored and the patient will come back in if pain gets worse."

Event description:
Updated information: "patient shows clear signs of fusion, therefore surgeon decided not to revise at this time. Situation will be monitored and the patient will come back in if pain gets worse."

Event description:
It was reported that a patient underwent an unknown spinal procedure with hardware implantation. At an unknown time post-op, it was reported that the patient suffered sciatic pain after manually lifting a heavy load. When the patient came in for follow up, it was noted that screws were broken. Comparison with previous CT scan implies that screws were already broken, but not noticed, at the earlier CT scan. Patient states pain is ongoing. Patient was given medication and is receiving injections. If the pain cannot be managed this way, a revision procedure will be performed. No further details are known at this time.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.